Manufacturer narrative:
Initial trend analysis for lot 54701 was conducted, no malfunctions were found. This is the only complaint for lot 54701. Further investigation will be conducted to determine the root cause of complaint.

Event description:
End user reports that insulin syringes from lot# 54701 expiration date 08/19/2026 are causing pain due to the reported cannula tip being split.

Event description:
End user reports that insulin syringes from lot# 54701 expiration date 08/19/2026 are causing pain due to the reported cannula tip being split.

Manufacturer narrative:
No device was returned for testing. Retained lot number 54701 was investigated for abnormalities and no malfunction was found. For further analysis on the complaint, other brands will be purchased of similar syringes and the needle cap removal process will be performed to determine if there is room for improvement in the needle cap and syringe barrel design.

Manufacturer narrative:
No device was returned for testing. Retained lot number 54701 was investigated for abnormalities and no malfunction was found. For further analysis on the complaint, other brands will be purchased of similar syringes and the needle cap removal process will be performed to determine if there is room for improvement in the needle cap and syringe barrel design. After investigating 50 count of the insulin syringes in comparison to another comparable brand, by using both tools and their hands the conclusion was that using a tool to remove the cap of the insulin syringe resulted in causing less damage to the needle tip. However, when removing the removing the cap with one's hand that a needle burr may occur despite the product.

Event description:
End user reports that insulin syringes from lot# 54701 expiration date 08/19/2026 are causing pain due to the reported cannula tip being split.